Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair an angular mandible fracture on (B)(6) 2015. The fracture was fracture was non-discplaced and treated strictly with mandibulo-maxillary fixation. The patient had attempted to remove their own molar. Postoperatively, on (B)(6) 2015, it was identified that the patient had presented with non-union of the fracture site and an infection not near the construct. The unknown infection was treated with multiple courses of antibiotics and the the infected area was debrided and fixed with a bicortical recon bar. On (B)(6) 2015, the patient was returned to the operating room where the surgeon removed two synthes matrixwave maxillomandibular fixation (mmf), and 12 unknown 6mm screws. The fracture was noted to have fully healed at that time. The procedure was completed successfully. No surgical delays were reported.

Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair an unknown mandible fracture on (B)(6) 2015. The patient had attempted to remove their own molar. Postoperatively, on (B)(6) 2015, it was identified that the patient had presented with non-union of the fracture site and an infection. On (B)(6) 2015, the patient was returned to the operating room where the surgeon removed two synthes matrixwave maxillomandibular fixation (mmf), and 12 unknown 6mm screws. The fracture was noted to have fully healed at that time. The procedure was completed successfully. No surgical delays were reported. This report is for one (1) matrixwave mmf ti plate 10 holes/short. This is report 1 of 3 for (B)(4).